Event description:
It was reported that during a sling procedure, the coupler broke in half. The physician was able to complete the procedure with the device. There were no adverse patient consequences reported.